Event description:
It was reported that the patient was experiencing suboptimal tremor control. The dbs cables and leads were changed. Visual examination of the lead showed the lead was bent near the tip. No other information was provided. It was indicated that the lead would be returned to the manufacturer.